Event description:
Event description guidant received information that, post-open heart surgery, a chest x-ray revealed that this patient had developed pleural effusion. It was reported that the patient was treated with a 'pulmonary toilet'.